Manufacturer narrative:
Sections with additional information as of 05-mar-2026: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples most likely underlying root cause: mlc-009: use error caused or contributed to event.

Event description:
Consumer reported complaint for the true plus single-use insulin syringes. Complaint was initially reported via e-mail then by telephone. Per the customer one of syringes has a gray glob of plastic and will not allow the needle to draw up the syringes. Customer stated he was able to use two of the syringes since then and they were fine. The package had not been open or damaged when received by the customer. Per the customer he opened the package a week before. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.